Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the front tooth is chipped on the bottom and would like to get it fix but concerned the new retainers won't fit right due to the tooth bond.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.